Event description:
On (B)(6) 2012 customer reported that more than 10 ml of slightly reddish fluid filled the tray of the lh750 slidemaker and leaked out onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the source of the leak to be a split tubing at valve 20. Fse replaced the tubing and cleaned the spill. Fse also adjusted the fluid detector voltages and vacuum. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. System validation was documented in customer quality control record.

Manufacturer narrative:
(B)(4).